Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
On 01/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on (B) (6) 2008, the pt was administered heparin during open heart surgery. Upon info and belief, the heparin administered to the pt was alleged to be contaminated heparin product. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed on (B) (6) 2008.